Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave oversensing. It was also reported that right ventricular (rv) lead exhibited t-wave oversensing, high sensing integrity counter counts, noise, elevated thresholds and had a dislodgement into the right atrium and was positioned at the tricuspid valve. It was noted that twiddler's syndrome was a possibility. The ra lead was reprogrammed and remains in use. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. If information is provided in the future, a supplemental report will be issued.